Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0x14 alarm occurred, indicating the pod was occluded. Timeouts were observed towards the end of runtime. Fluid failed to travel the complete fluid path due to a blood occlusion in the exposed portion of the soft cannula. No damages or deficiencies were observed in the drive mechanism assembly that would prevent the pod from operating as intended. The hard cannula was inspected, and no damages or deficiencies were observed that would have contributed to the observed blood or subsequent hazard alarm. The exact cause of the blood occlusion and hazard alarm could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone13.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod hazard alarm/alert/advisory occlusion at the infusion site (arm). The investigation observed blood in the soft cannula. It was also reported that the patient's blood glucose level rose to greater than 300 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0x14 alarm occurred, indicating the pod was occluded. Timeouts were observed towards the end of runtime. Fluid failed to travel the complete fluid path due to a blood occlusion in the exposed portion of the soft cannula. No damages or deficiencies were observed in the drive mechanism assembly that would prevent the pod from operating as intended. The hard cannula was inspected, and no damages or deficiencies were observed that would have contributed to the observed blood or subsequent hazard alarm. The observed blood occlusion is confirmed as the cause of the reported 0x14 occlusion alarm and obstruction of flow, however, the exact cause of bleeding could not be determined